Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump does not show physical damage. The customer stated that the pump was not exposed to moisture. The customer used aaa alkaline battery. The customer stated that the battery cap was not damaged or corroded. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery cap contact. However, the pump passed functional testing, including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at the display window corner and minor scratched display window.